Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that 12.1mm vicmo 12.1 implantable collamer lens of -12.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault. A replacement lens of longer length was implanted at a later time on the same date and the problem was resolved. Cause reported as unknown.